Event description:
The patient underwent successful embolization to treat the vertebrobasilar junction aneurysm that included the proximal and middle third of the basilar artery (ba). Two flow diverter stents were placed via the right vertebral artery (va) covering the v5-segment of the right va, up to the proximal and middle third of the ba, during the procedure. It was confirmed that there was no thrombus formation noted during the procedure. Shortly after the procedure, the patient had blurred vision bilaterally, mild swallowing problems and became acutely quadriparetic. The patient was reintubated and an angiogram, CT scan and MRI were performed. However, the cause of the patient¿s complications was unclear, the aneurysm was completely occluded, and there were no signs of bleeding or further brain stem compression. The physician stated that there was maybe a small perforator occlusion, potentially from the left distal va coil occlusion or slight increase to mass due to rapid thrombosis and secondary mechanical occlusion of perforator. The patient was given reopro 20mg intravenously via a drip over night. The physician stated that most likely the cause of the problem was that ¿coils mechanically occluded the antero-medial medullary arteries branching from the distal v5 segment of the left va¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and neurological deficit are known and anticipated patient complication to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
Device is not available to the manufacturer.

Event description:
The patient underwent successful embolization to treat the vertebrobasilar junction aneurysm that included the proximal and middle third of the basilar artery (ba). Two flow diverter stents were placed via the right vertebral artery (va) covering the v5-segment of the right va, up to the proximal and middle third of the ba, during the procedure. It was confirmed that there was no thrombus formation noted during the procedure. Shortly after the procedure, the patient had blurred vision bilaterally, mild swallowing problems and became acutely quadriparetic. The patient was reintubated and an angiogram, CT scan and MRI were performed. However, the cause of the patient¿s complications was unclear, the aneurysm was completely occluded, and there were no signs of bleeding or further brain stem compression. The physician stated that there was maybe a small perforator occlusion, potentially from the left distal va coil occlusion or slight increase to mass due to rapid thrombosis and secondary mechanical occlusion of perforator. The patient was given reopro 20mg intravenously via a drip over night. The physician stated that most likely the cause of the problem was that ¿coils mechanically occluded the antero-medial medullary arteries branching from the distal v5 segment of the left va¿.